Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a device check, upon device interrogation an error message was shown. After multiple attempts programmer failed. The patient was brought back into the clinic and the programmer was upgraded. Patient was stable.